Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -7.0 diopter, was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6)2024, the lens was exchanged for a longer length lens due to low vault. The cause of the event is unknown. The problem was resolved.